Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based on the information from olympus europa se & co. Kg (oekg), omsc surmised that the damage of the ultrasound transducer was attributed to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), it was found that the part of the ultrasound transducer had peeled off and cracked. There was no report of patient injury associated with the event.